Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported during use that intra-aortic balloon(iab) has flow restriction alarm occurred while using cardiosave. A kinked balloon was suspected, but the patient was motionless, so the machine was changed.

Manufacturer narrative:
Updated fields: b4, d4 (exp date #), d8, d9, e1 (event site telephone), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, d4 (UDI #), d10, h6 (medical device ¿ problem code). The product was returned with the membrane completely unfolded. Blood on the exterior of the iab, between catheter and sheath and inside of the inner- lumen. The non-maquet sheath was returned over the catheter tubing and a small part of the rear seal. Two kinks were observed on the catheter tubing approximately 74cm and 32cm from the iab tip. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported event of ¿alarm, catheter restriction¿ cannot be confirmed by the evaluation. However, we were able to confirm the reported event of a¿ kink¿. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
It was reported during use that intra-aortic balloon(iab) therapy, a flow restriction alarm occurred while using cardiosave. A kinked balloon was suspected, but the patient was motionless, so the machine was changed. The same balloon was used without any problems and treatment continued. There was no injury or harm reported.